Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an internal blood leak was observed during continuous renal replacement therapy with four (4) prismaflex hf 1400 sets, which "affected one patient". The set was replaced to continue treatment with a set from a different product lot. No information was provided to confirm whether the extracorporeal blood was returned to the patient. There was no report of serious injury or medical intervention associated with this event. No additional information is available.